Event description:
One week after left mastectomy with bilateral tissue expander placement pt experienced aches, pain and fever. Pt was admitted to other facility for 7 days of IV antibiotic therapy upon discharge, pt reported redness and yellow discharge surrounding left expander site. At this time, pt was admitted for removal of left breast tissue expander. Tolerated the procedure well.